Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. However it was noted that the electrocardiogram (ECG) leads were cracked. As a result the leads were replaced. (B)(4).

Event description:
It was reported that the programmer would not boot up after powering on. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.